Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient¿s managing physician¿s office had completed the refill. It was noted that there was no complaint of the pump malfunction at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving and unknown baclofen 2000 mcg/ml for a total dose of 749.1 mcg/day via an implantable pump. It was reported the patient's pump was alarming. Device interrogation revealed the pump was empty. There were no symptoms to report. It was noted the patient had an appointment with the neurosurgeon on 2020-nov-24 for a surgical consult to get their pump explanted. It was noted the hcp office will see the patient as well since they manage intrathecal baclofen pumps. There was no known factors that may have led to or contributed to the event. Diagnostics/troubleshooting included interrogation on 2020-nov-23. The pump printout was provided to the hcp. It was noted that surgical intervention did not occur and it was asked, but unknown if it was planned. It was noted the issue was not resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history was asked but unknown. The event date was asked, but unknown. No further complications were reported.